Event description:
It was reported that after completion of a da vinci-assisted inguinal hernia repair procedure, the patient was re-hospitalized due to a bowel obstruction. The bowel was found to be stuck to the suture, causing the obstruction. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the patient had an indirect inguinal hernia and there was no bowel tissue found at the hernia sac during the primary procedure. Bowel tissue was not resected during the inguinal hernia repair. A right sided progrip mesh was inserted during the hernia repair. There were no intra-operative complications, no bowel issues or patient issues that predisposed to the post-operative complication. The patient returned on post-operative day (pod) #5 with bloating and emesis. The patient underwent a re-operation and lysis of the adhesions was performed. During the re-operation, the mesentery of the small intestine was found to be stuck to the long tail of the v-lock suture. There was no herniation of the bowel loop through the port site or through a defect in peritoneal closure. The surgeon stated that the tail of the suture was too long and thus, caused the post-operative complication.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is due to use-error and a v-lock suture. The surgeon stated that the tail of the v-lock suture was too long which led to mesentery of the bowel sticking to the suture. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted inguinal hernia repair procedure, the patient was readmitted for a bowel obstruction on pod #5. During a reoperation, the bowel was found to be stuck to the long tail of a v-lock suture. The post-operative complication can be attributed to a combination of use-error and a v-lock suture. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.